Manufacturer narrative:
The electrodes were returned for evaluation; the malfunction was duplicated during visual evaluation. The customer's report was attributed to a disconnected self test wire. This type of occurrence does not disable the electrode from delivering therapy when attached to a defibrillator. This only impacts self-test of the electrode with the defibrillator. Per design, the break-away connection (self-test wire) will disengage from the electrodes and stay with the styrene liner. This type of occurrence does not pose any clinical impact and does not meet our guidelines for reportability. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), after applying the electrode pads to the patient's chest, the clinician observed a wire had adhered to the electrode pad. Complainant indicated that the clinician obtained another set of electrodes to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1218058-2017-00111 for a similar event reported from the same customer.